Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient remained hospitalized and exhibited continued intracranial bleeding. Therapy stopped due to prognosis and patient died.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient experienced intracranial bleed. The patient was hospitalized with hemiparesis and aphasia. The patient was later awake and responding. The vad remains in use. No further patient complications have been reported as a result of this event.